Event description:
It was reported that the right atrial (ra) lead was surgically abandoned due to unknown issues. Subsequently a new ra lead was successfully implanted. No additional patient adverse effects were reported.

Event description:
It was reported that the right atrial (ra) lead was surgically abandoned due to high threshold values. Subsequently a new ra lead was successfully implanted. No additional patient adverse effects were reported.

Manufacturer narrative:
This report contains additional information in section b5 describe event or problem and h6 device codes.